Event description:
It was reported that the pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. As a corrective action, the customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was sent. Instructions were given for returning the malfunctioning pump and putting it into storage mode before return. The customer understood and acknowledged all instructions.